Event description:
It was reported that during an installation of the cardiosave intra-aortic balloon pump (iabp) performed by a getinge field service engineer (fse), it was found that the fill manifold 2 psig relief valve was making a loud noise during the autofill process; however, the iabp passed all functional and safety tests according to factory specifications. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10, h11. Corrected fields: b5, h6(device codes), h10. The field service engineer (fse) that encountered the issue, troubleshot the problem to the fill manifold, and placed an order to replace the fill manifold. Upon return to customer site, the fse was unable to duplicate the initial concern. The iabp was operating normally. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during an installation of the cardiosave intra-aortic balloon pump (iabp) performed by a getinge field service engineer (fse), it was found that the fill manifold 2 psig relief valve was making a loud noise during the autofill process; however, the iabp passed all functional and safety tests according to factory specifications. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that during installation of the cardiosave intra-aortic balloon pump (iabp), the unit produced an unexpected noise during the autofill process. There was no patient involvement, and no adverse event reported.